Event description:
During an-clinic follow-up, it was not possible to interrogate the device by using inductive telemetry. An electrocardiogram (ECG) was performed and the device was no longer pacing the patient and the patient had a low heart rate. The device was explanted and replaced to resolve the event.